Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm with 2.3 cm diameter aortic neck at renal arteries, 3+cm proximal aortic neck length with 10 degrees of angulation. It was reported that during the index procedure there appeared to be a tear in the fabric of the ipsilateral limb in the distal aorta. Contrast was seen to be jetting out during the angiogram. The patient received treatment and the stent graft was relined with a 20x20x82 iliac extension. No additional clinical sequelae were reported, and the patient is fine.